Manufacturer narrative:
(B)(4). Date sent: 2/5/2021. Additional information was requested and the following was obtained: I had my band fitted in 2009 at (B)(6)hospital. I do not know the technicalities of the fitting of this band, so you would need to get in touch with the surgeon to find out serial numbers etc . I was only told in (B)(6)2020 that my band was an ethicon gastric band. I did some research and found out that some of these bands were recalled in 2011 and the rest taken off the market in 2016 for patient safety reasons, I was never informed of this . The first slip of the band was in 2010, had fill difficulties for 2 years , I transferred to a different hospital , over the next 5 years I had lots of fills and defills, as the band would become so tight I couldn't eat or drink, this tightening happened randomly , it could happen at anytime without warning, it slipped again in 2016 ,I had a barium swallow that showed that the band had slipped again I was transferred back to (B)(6)hospital where they told me there was nothing wrong with the gastric band. 2019 the gerd was so bad I asked for it to be half emptied , I also felt movement of the band when bending down on numerous occasions, again I was told by (B)(6)hospital that there was nothing wrong with the gastric band. (B)(6)2020 I had been in the bath , I was sitting on the floor cutting my toe nails, I felt movement in my stomach then a vice like grip around my stomach, I couldn't straighten or sit up as my stomach felt trapped ,I was bent forward in severe pain for about 15 minutes, I tried to move my body as much as I could then I felt more movement as if my stomach was being released. I attended a&e at (B)(6)hospital and was told there was nothing wrong with the gastric band and to take lansoperazol. My gastric band is now empty of fluid, I have had a barium swallow recently which I am waiting for the results, I'm also waiting for my gastric band to be removed, I suffer from severe gerd since (B)(6)2020, my food also gets stuck now and I have to have a soft diet. I am currently trying to get revision surgery as my bmi is now 41, I feel totally let down , I had my gastric band put in under the nhs, I am having to fight to get revision to gastric bypass surgery from the nhs as I can't afford £14,000 pounds to get revision done with a private provider. My health has suffered greatly as a result of this gastric band, I would be grateful for a speedy outcome to my complaint.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know if you have a straight (rlzb22) or curved (rlzb32) band implanted? Is the batch and/or lot number of the device known? (If so, please provide) the reported event mentions "is has caused damage", exactly what was the damage? Did the surgeon use three imbrications sutures during implantation? Was the patient compliant to diet regimen? What was the timing of the vomiting in relationship to the last adjustment? Was the vomiting initially related to the gi illness or flu? Or related to dietary changes? Has the patient recently traveled high altitude or low attitude regions? Mode of travel? Is the patient currently following a regular fitness program? Has the patient experienced any strenuous activity prior to the band slippage?

Event description:
It was reported that the patient has an ethicon gastric band. They have had three band slips. The slip in april the patient had to go to the emergency department of the local hospital. They had the band emptied but it has caused damage. They get trapped food which causes them to vomit. They are currently waiting to get the ethicon band removed.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2021. Product code and lot number provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. D1, d2 and d4.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2021.